Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.  According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The patient¿s a calcific nodule extending into the left side of the left ventricular outflow tract and the post dilation with 1cc likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported in the article "coil embolization to successfully treat annular rupture during transcatheter aortic valve replacement" by ryan azarrafiy, ba; felipe n. Albuquerque, md; roger g. Carrillo, md, mba, fhrs; mauricio g. Cohen, md, fscai, facc, post deployment of a 29mm sapien 3 valve in the aortic position via transfemoral approach, aortic root angiography demonstrated moderate to severe aortic regurgitation after valve deployment, so the valve was post-dilated with an addition 1cc of saline. Immediately hereafter, the patient developed st depressions and ¿severe¿ hypotension. The patient was intubated and placed under general anesthesia. Coronary angiography demonstrated coronary patency. Upon injection of the left coronary artery, contrast extravasation was noted in the lvot, distal to the lower edge of the thv. Transesophageal echocardiography confirmed the diagnosis of cardiac tamponade. The patient decompensated further and cardiopulmonary resuscitation was initiated, unfractionated heparin was reversed with protamine, and a pericardiocentesis was performed. Because of profuse bleeding, two pericardial drains were needed to alleviate tamponade while the patient was being transfused.  Due the rupture location, an 8-fr guiding catheter was used to selectively cannulate the fistulous tract into the pericardium. Initially attempted to seal the rupture site with a 6 mm vascular plug but extravasation of blood into the pericardium continued. The vascular plug was upsized to a 14mm that could not be delivered through the 8-fr guiding catheter. Therefore, a detachable coil that was advanced and released at the rupture site. The patient stabilized and blood could no longer be drained from the pericardial space. Limited root angiography demonstrated no further extravasation of contrast into the pericardial space, indicating that coil embolization successfully sealed the annular rupture. The patient received a total of eight units of packed red blood cells. The esheath was removed from the right femoral artery, and hemostasis was achieved with the ¿preclosure¿ technique. Subsequently, the patient was transferred to the critical care unit in stable condition and extubated the following morning. The patient was discharged to an acute rehabilitation center five days following the procedure. One month after the procedure, the patient remained neurologically intact and in stable condition.